Event description:
It was reported that the sales representative was present during surgery. He reported that he observed that there was an area (almost 3x3mm) on the device which was not recovered by periapatite. The surgeon implanted the device. No consequence for the pt and no delay were reported.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.